Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse was able to reproduce the reported issue. The fse replaced e100 generator per isi work instructions. The system was tested and verified as ready for use. From available information, there is no return material authorization (RMA) associated with this complaint. At this time, there is no evidence that an isi device caused or contributed to an adverse event. Therefore, there is no isi product expected to return for evaluation. Without the returned instrument a failure analysis could not be performed and as such the root cause of the alleged failure could not be determined. A log review showed the customer performed a hysterectomy-benign on (B)(6) 2022 on system (B)(4). A review of the system logs found following possible related system errors: error code 25902. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure. Also, complaint investigation confirmed that the field service engineer (fse) replaced the e100 generator to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported when using the vessel sealer extend (vse) with the e-100 generator, the e-100 turns off by itself intermittently and the staff must turn back on and proceed. The tse found error 25902 observed in logs. The tse advised staff to move the vse to the integrated electrosurgical unit erbe (erbe) generator and to proceed with procedure. The procedure was completed as planned with no further issue and no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. After changing to erbe generator, the issue was resolved . The isi field service engineer (fse) later replaced the e-100 and issue did not happen again.